Event description:
Paramedics responded to a person in full cardiac arrest. The device was connected to the patient for external pacing of asystole. Pacing was initiated but, according to the reporter, the device twice stopped pacing by itself and had to be manually reset. A backup device already at the scene was immediately called for and used and the patient was transported to the hosptial. The patient was not resuscitated at the hospital and the reporter indicated the alleged malfunction did not affect patient outcome because they were not viable.